Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® edta 2k tube after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm was in the tube."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign material was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer® edta 2k tube after use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "fm was in the tube."